Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, the pacemaker exhibited false automatic mode switch caused by atrial noise oversensing due to electromagnetic interference. No intervention was performed. The patient was in stable condition.